Event description:
It was reported via repair work order that the fowler had an inaccurate angle due to loss of limits. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.